Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 627487-2022-01172. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein one of the leads was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.